Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.

Event description:
It was reported that during a pacemaker insertion procedure in a catheterization laboratory, the device would not shock the pt at a two joule energy setting. The care givers retrieved a second defibrillator and successfully shocked the pt. The device use had no adverse effects on the pt. There were no further details on the event provided.